Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No moisture damage noted on the electronics, motor, vibrator motor or battery tube assembly. No unexpected frozen display or button error alarm noted. The insulin pump has received with severely scratched lcd window, cracked case at the display window corner, cracked reservoir tube lip, cracked belt clip slot and cracked battery tube threads.

Event description:
It was reported that the insulin pump was exposed to rain water prior to the button error alarm triggering. Customer's blood glucose was 4.2 mmol/l. Troubleshooting was done. Advised customer the insulin pump would be replaced. Advised to discontinue using the insulin pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).